Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set fell off due to tape not sticking issue, which led to high blood glucose level and was treated with insulin pump event on (B)(6) 2026.